Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated they were dehydrated, vomitting, and feeling nauseated prior to being hospitalized. Date of the customer's hospitalization was (B)(6) 2014. Blood glucose at the time of admission was unknown. The customer stated they were treated with an IV of fluids and medications for their vomitting and nausea. The customer also believed their high blood glucose was caused by a bent cannula. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.